Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was damage to the scope connector. The conclusion was that the issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had sandstorm like noise in the endoscopic image. The issue was found during a diagnostic upper gastrointestinal endoscopy procedure that was completed with a same device. There were no reports of patient harm.